Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la5386, implanted:(B)(6) 2002, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 2001, product type: transmitter. Product ID: 3487a, lot# j0124628v, implanted: (B)(6) 2001, product type: lead. Product ID: 3272wwp, serial# (B)(4), implanted: (B)(6) 2001, product type: receiver. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that the device system never really worked since implant. The patient stopped using it about 4 months after implant in 2002. The patient had new pain in the cervical location, which was unrelated to the device system. A doctor removed the device and added another lead to the new implantable neurostimulator (ins), which was from a different manufacturer. The system was changed to cover cervical and thoracic leads with their 32 electrode system secondary to new lower back and lower extremity pain. The rep was not sure if any troubleshooting had been done regarding the lack of effect since implant. The cause of the lack of therapeutic effect was also unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.